Event description:
It was reported to philips that the system rebooted during a case. The system finally recovered after 10 minutes, and they were able to complete the case without moving the patient. The device was in clinical use at the time of the event. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and informed the customer that the system crashed because it has not been rebooted as per the user manual. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was delayed by 10 minutes and was completed after rebooting the system. The philips remote service engineer (rse) communicated with the customer and confirmed that the system rebooted during a case. A review of the system log file showed that there was a software exception. Upon remote testing, the rse checked the logs and found errors related to the system crash, the suite pc stopped communicating with the xray pc, and many processes crashed. The diagnostic indicated that the system had not been rebooted for several days as per the user manual, which was causing the reported issue. The rse suggested the customer to reboot the system and inform the customer to reboot the system daily to avoid this issue. After rebooting, the system was returned to use in good working order. The codes were updated based on the investigation outcome.